Event description:
User noticed water dripping underneath the analyzer and onto the floor. The size of the puddle of water was approximately 6 inches in diameter which was contained under the analyzer and was not in the walkway. No patient samples were involved. No operators were harmed. The field service representative determined there was a problem with the gear pump and replaced it. He also performed adjustment to the gear pump pressure. Performance tests were performed.